Manufacturer narrative:
The insulin pump had no button response due to flattened escape and act button dome switches. No button error alarm was noted during testing. No cosmetic damage was noted.

Event description:
It was reported the customer received a button error alarm. Customer also stated their reservoir icon was missing and there was a black circle on their insulin pump's screen. It was also found the customer's b button was not responsive to clear the alarm. The customer's blood glucose was 103 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.